Event description:
Provider stated that the tdxsp-cg power chair allegedly did not turn at the top of the ramp allegedly causing the user to go forward and down 4 steps.

Manufacturer narrative:
The consumer was allegedly operating her tdxsp-cg power chair on a ramp from the garage to her kitchen. At one point the user needs to turn right to stay on the ramp otherwise if she goes straight there are 4 steps leading to an additional entrance to the kitchen. The power chair allegedly did not turn right causing the user, who was allegedly strapped into the chair, went straight down the 4 steps landing on the concrete on her knees, her face hitting either the steps or the kitchen door. User allegedly sustained a head injury along with a dental injury. She is currently in the hospital and allegedly will need to stay for at least 2 months. Invacare consumer affairs called dealer (B)(4) 2013 - dealer allegedly just became aware of the event the week of (B)(6) 2013. Dealer stated that the user has been in the hospital for 5 weeks with 2 broken legs and dental injury. Dealer indicated that the end user is alleging the chair did not respond to her driving command which then sent her down a flight of stairs in the chair. This chair is equipped with an asl head control where the chairs directional movements are operated by the movement of the users head. The end users preexisting condition has her on oxygen and she also has a trach and a g-tube.